Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
A sensor detachment was reported via webform with an adc device. Customer reported that sensor fell off after 1 day of wear. Customer reported third party treatment of juice, sugar, and food. No other details were provided. There was no report of death or permanent impairment associated with this event.